Manufacturer narrative:
(B)(4). Pump received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump's screen was damaged. Customer stated the device had cracks on the screen when they fell and landed on it. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.